Manufacturer narrative:
This is considered an out of box failure of a disposable helium cylinder as it was not yet installed into the cs100 iabp. The production device history record (DHR) for the intra-aortic balloon pump (iabp) was not reviewed as there was no malfunction of the iabp. A supplemental report will be submitted after the manufacturer's evaluation is completed. (B)(6).

Event description:
It was reported that prior to use on a patient it was discovered that the new helium cylinder for the cs100 intra-aortic balloon pump was empty. There was no patient involvement or adverse event reported.¿

Manufacturer narrative:
The suspect failed out of box helium cylinder was returned to getinge's national repair center (nrc) and upon inspection by an engineer, no visual damage was observed. The engineer then installed the helium cylinder into a cs100 test fixture, and performed testing to factory specifications per cs100 service manual. The helium cylinder failed testing ,and the reported failure "new helium cylinder was empty" was verified. The helium cylinder will be retained in the nrc per procedure.

Event description:
It was reported that prior to use on a patient it was discovered that the new helium cylinder for the cs100 intra-aortic balloon pump was empty. There was no patient involvement or adverse event reported.¿